Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited out of range shock impedance measurements measuring around 129 ohms. The patient was not paced, and this device had not delivered shock therapy. Technical services (ts) recommended to perform integrity testing and recommended additional shock delivery to test lead integrity. This device currently remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).